Manufacturer narrative:
It was reported that the compressor alarmed for low pressure. There was no patient harm. The field service engineer confirmed the reported issue. He found a loose electrical cable in an cable assembly/connector inside the compressor and reinserted the cable, which solved the problem. No part was replaced. The compressor was returned for clinical use after passed tests. If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration. Additionally, if no o2 gas is connected to the ventilator system, it may lead to stop of ventilation as a worst case scenario. The conclusion is that the reported problem was caused by a loose internal cable. Why the cable was loose was not explained.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).